Manufacturer narrative:
MDR: 3005778470-2020-00205 / device 4 of 8. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product end user that performs intermittent urinary catheterization " when opening the package, the paper backing tore at the punched-out circle at the top making it difficult for the end user to open the package". The end user is a c-6 quadriplegic and has limited hand strength. No photographs were received from the complainant depicting the reported complaint issue. It is reported that the product was used, but no harm reported.